Manufacturer narrative:
B3: the event occurred on an unreported date at the end of (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.